Event description:
It was reported while using bd alaris pump module smartsite infusion set there was medication backflow. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by customer that "medication flowing backwatd into drop chamber of the primary fluid very fast."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that there was back flow could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 22079466 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there was medication backflow. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by customer that "medication flowing backwatd into drop chamber of the primary fluid very fast."